Manufacturer narrative:
Device received with completely broken reservoir tube lip, broken battery tube threads and stained end cap sticker. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery test and motor test or verify unexpected motor alarm due to completely broken reservoir tube lip. The motor was tested outside of the device and passed. The drive support disk was inspected and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer stated drive support cap was sticking out. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.